Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that screws and plate were implanted, but needed to be repositioned during the primary bilateral sagittal split ramus osteotomy (bssro) procedure. When screws were removed the screw heads stripped out. The plate was then repositioned and refixated. No effect to the patient aside from minimal extension of or time/anesthesia, (one minute). Broken fragments were removed easily without additional intervention and procedure was successfully completed. Anticipated treatment is not required. This complaint involves two devices. This report is 2 of 2 for (B)(4).